Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that rotational speed was unstable. The target lesion was located in a coronary artery. During use of the rotablator rotational atherectomy system, it was noted that the rotational speed failed to decrease. The procedure was not completed. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Brand name corrected from rotalink¿ plus to rotablator rotational atherectomy system. (B)(4).

Event description:
It was reported that rotational speed was unstable. The target lesion was located in a coronary artery. During use of the rotablator rotational atherectomy system, it was noted that the rotational speed failed to decrease. The procedure was not completed. There were no patient complications reported and the patient's status was good.